Event description:
Reporting status: serious injury - required surgical intervention. Reporting rationale: perforation not sealed resulting in surgical intervention. Device issue: leak - stent graft. It was reported that the stent would not traverse the angle to enter the perforation. There was difficulty crossing the lesion and although the device was implanted, it could not be placed to cover the entire perforation; therefore, the patient was sent to surgery. No additional event or patient information is available.